Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition. Surgical intervention was performed to replace the rv lead. The rv lead was surgically abandoned. The pacemaker remains in service. No additional adverse patient effects were reported.